Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: controller (B)(6), batteries ((B)(6)), were returned for evaluation. Various analyses were c conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6), revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection and visual evidence provided by the site revealed a slightly bent pin within the serial port of the controller; however, a data cable was still able to connect to the controller. Log file analysis revealed that (B)(6) was the patient's primary controller. Log file analysis pertaining to (B)(6) revealed a controller power up event on (B)(6) 2020 at 16:58:37. The data point prior to the loss of power revealed that a different battery was connected to power port one (1) with 21% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 10 seconds. A review of the alarm file revealed five (5) critical battery alarms and three (3) controller fault alarms on (B)(6) 2020 starting at 22:07:45. The critical battery alarms were the result of the patient allowing a battery to deplete below 10% rsoc. Anal ysis of the log files revealed that, at the time of the first critical battery alarm, no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 9% rsoc. The battery was then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis then revealed a second controller power up event on (B)(6) 2020 at 23:17:03. The data point recorded prior the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2); the battery was allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and no power source was connected to power port two (2). The controller was without power for 11 minutes and 20 seconds. This was followed by a third controller power up event at 23:26:10. The data point recorded prior to the third loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and no power source was connected to power port two (2). The controller was without power for 2 minutes and 25 seconds. Review of the data point logged in the controller's internal logs revealed that the last data point with the pump connected was logged on (B)(6) 2020 at 07:24:46 with (B)(6) connected to power port one (1) and no power source connected to power port two (2). The controller then powered down at 07:26:31. As a result, the reported events were confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. The most likely root cause of the critical battery alarms, controller fault alarms, and second loss of power can be attributed to the patient allowing the one attached power source to deplete below 10%. Based on the available information, the most likely root cause of the remaining losses of power can be attributed to a disconnection on the one attached power source from the controller as d described in the event details. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the serial port and data cable. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0. Additional products: d1: battery, d4: serial#(B)(6), d9: yes, return date: 07-dec-2020 dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d11, d12. D1: battery, d4: serial#(B)(6), d9: yes, return date: 07-dec-2020 dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the controller h ad exhibited alarms prior to the patient's death and that the data port had bent pins. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: unk / serial #: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: unk / serial #: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the batteries in use at the time of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a controller fault alarm and critical battery alarms prior to the patient's death. Additionally, broken and bent pins were observed in the data port of the controller. It was suspected that the patient had disconnected both power sources and damaged the data port pins when attempting to resolve the alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated the batteries in use at the time of the event. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650de , catalog #: 1650de , expiration date: 2020-10-31, serial #:(B)(6), UDI #: (B)(4), h4: mfg date: 2019-10-22 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 2020-10-31/ serial #:(B)(6) ,UDI #: (B)(4), h4: mfg date: 2019-10-22 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited double disconnect of power sources. The patient was found dead on their bed, at the time there were no batteries connected to the controller three of the batteries were found on the charger and the fourth in a separate room. The patient was suspected as intentionally disconnecting both batteries.